Event description:
It was reported that the patient was having their system removed on (B)(6) 2015. The lead and battery were removed per the patient¿s request. The efficacy with the device was good, but the patient had discomfort from the device itself.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p7r2, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).